Event description:
A follow up call was made contacting the home patient (hp) on (B)(6) 2012 in regards to an alarm. The caregiver (cg) stated that the registered nurse (rn) had the hp start over with new supplies about 15 days ago. The hp had the blue cap off and accidently touched the part that connected to the catheter. The rn had the hp start over with new supplies. The event was not related to the check supply line alarm. The event occurred about 15 days ago. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Additional information: the devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This complaint was confirmed because the hp had the blue cap off and accidently touched the part that connected to the catheter. A labeling review found the labeling to be adequate for the use/user error identified in this incident.